Manufacturer narrative:
E1 - initial reporter information: (B)(6).

Event description:
It was reported that the procedure was cancelled. The 75% stenosed, 18mmx3.5mm target lesion was in the moderately tortuous and severely calcified left anterior descending artery. A rotalink advancer was selected for use. During the procedure, it was noted that the device could not start and stalled. The procedure could not continue. No patient complications reported and the patient was stable post procedure.

Event description:
It was reported that the procedure was cancelled. The 75% stenosed, 18mmx3.5mm target lesion was in the moderately tortuous and severely calcified left anterior descending artery. A rotalink advancer was selected for use. During the procedure, it was noted that the device could not start and stalled. The procedure could not continue. No patient complications reported and the patient was stable post procedure. It was further reported that after the device was replaced, the issue remained, so the rotational atherectomy was stopped. The procedure was completed by using post-dilation balloon and cutting balloon under high pressure. The patient was under local anesthesia.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital e1 - initial reporter address 1: (B)(6). H6 code corrected.

Event description:
It was reported that the procedure was cancelled. The 75% stenosed, 18mmx3.5mm target lesion was in the moderately tortuous and severely calcified left anterior descending artery. A rotalink advancer was selected for use. During the procedure, it was noted that the device could not start and stalled. The procedure could not continue. No patient complications reported and the patient was stable post procedure. It was further reported that after the device was replaced, the issue remained, so the rotational atherectomy was stopped. The procedure was completed by using post-dilation balloon and cutting balloon under high pressure. The patient was under local anesthesia.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Returned product consisted of the rotablator rotalink advancer. Inspection of the device did not identify any damages or defects. During destructive testing, inspection revealed that the fiber optic cable to the advancer was found detached. Because the cable was set into the turbine housing upon device return, the detachment was unnoticed as the clear prongs within the connection point were holding the cable in place but was found to be loose during destructive testing. Additionally, the turbine was corroded, indicating the presence of dried saline within the device. It was considered likely that the presence of dried saline interfered with the device's ability to rotate during analysis leading to a device stall. The advancer was connected to the rotablator console control system. When the foot pedal was pushed, the device stalled and would not run. In order to determine the cause for the device stall, destructive testing was performed, in which the advancer was dismantled. During destructive testing, the fiber optic cable detachment was viewed under the microscope. Damage was found to the connecting end of the cable had sharp marks indicating a user interaction or tampering at the connection point. The detached ends were jagged indicating the cable connection was broken apart with force. After destructive testing was performed, it was found that the shutter was damaged. The damage present could lead to fiberoptic interference. Design assurance and cork supplier quality were contacted, and it was verified that the shutter damage present was likely due to a molding defect from supplier. Photo media depicted outer box packaging to the reported complaint device; however, the reported event could not be confirmed with the media provided.